Event description:
The customer stated, he was hospitalized for low blood glucose. The reported blood glucose reading was 480 mg/dl during the phone call. Troubleshooting was performed and the insulin pump passed the displacement test and the programming was correct. The customer also stated he suffers from gastroparesis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.